Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed the tip of the device broke off. The broken piece was returned. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the reported the event. Per case details, the compression screw drill reportedly ¿broke off inside the bone¿ (tip removed using forceps and other devices unspecified). It has been communicated ¿two small pieces could not be removed and remained inside the bone.¿ the material composition of the compression screw drill is 465 stainless steel. The compression screw drill devices are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. Per case details, the procedure was resumed after a ¿non-significant delay¿ using the same device. However, it was further communicated, the ¿patient was not harmed as consequence of this problem.¿ therefore, no further clinical/medical assessment can be rendered. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that during surgery, the tip of a 7.0 compression screw drill broke off inside the bone. The tip was removed using a forceps and other devices. However, two small pieces could not be removed and remained inside the bone. Surgery was resumed, after a non-significant delay, with the same device. Patient was not harmed as consequence of this problem.